Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the customer's device failed to deliver defibrillation energy during testing and logged an event code related to the issue. There was no report of any patient use as this issue was observed during testing.